Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 600mg/dl and a bolus in the form of a manual injection was delivered by a nurse to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer uses apidra insulin within their cartridge. Tandem technical support informed the contact that apidra is contraindicated for use with the pump. The contact changed the customer's cartridge and insulin deliveries were resumed. The contact stated that they were working on switching back to novolog insulin.